Event description:
It was reported that following neurostimulator (ins) battery replacement, the patient experienced a loss of therapeutic effect. When the pt would lie down, he could feel very week stimulation when it was turned all the way up, but didn't feel any stimulation when standing or sitting. The patient attempted to adjust stimulation, but did not experience any change. The ins was examined, and reprogramming was attempted, but the pt still did not have therapeutic effect. It was also reported that following reprogramming, when the pt increased stimulation, he experienced painful stimulation in his right leg and groin rather than in the left leg where the pain is. It was reported that something was "backwards". It was believed that the lead channels were switched during the battery replacement. It was also reported that only 2 of 12 electrodes are working. The patient was being treated with oral medication. The patient is not getting much relief from the medications and is experiencing side effects (unspecified).